Manufacturer narrative:
Unit received with blank display due to moisture damage at electronic assembly. Unit found moisture damage at motor assembly noted.

Event description:
Customer reported via phone call that the insulin pump had cosmetic damage and insulin pump was exposed to moisture. Customer's blood glucose level was 202 mg/dl. Customer reports that reservoir was able to lock in place. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.